Manufacturer narrative:
No unexpected critical pump error (open book image) alarms, insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. The insulin pump was passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. The insulin pump received with high sleep current measurement and active current measurement due to moisture damage on all electronic assemblies. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error.  Customer stated that the pump was dropped and has an x on the display screen.  Customer also mentioned that they received an insulin flow blocked alarm prior to the pump being dropped.  Unable to troubleshoot due to insulin flow blocked alarm and critical pump error displayed on the insulin pump screen.  The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.